Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the alarms from the external device have been ignored by the monitor and haven't been forwarded to the central station. Because the perfusor did not alarm via central station with "infusion end warning", the alarm which was recognized was the red pressure alarm. The patient received a serious injury and a CPR was started, the patient survived.

Manufacturer narrative:
The responsible product support engineer confirmed that philips can only connect fresenius vial base a with vuelink. The field service engineer advised the customer that there are no drivers for vuelink/fresenius agilia. Please note that the reported complaint is not related to a product malfunction. Philips does not offer a driver for vuelink/fresenius agilia. This does not represent a product malfunction. The product remains at the customer site. The complaint is considered as use related, used outside normal and expected, and no malfunction of the device and no additional health risk could be identified. The available information supports that there is no known health risk for the patient or users. There is no indication that this failure could be difficult to detect. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. This complaint does not represent a product/part failure, and therefore this case will be excluded from periodic monitoring. No further investigation or action is warranted.

Event description:
The customer reported that he has set the vuelink modules for the connected fresenius agilia + to forward the alarm from external devices. The alarms from the external device have been ignored by the monitor and haven't been forwarded to the central station. Because the perfusor did not alarm via central station with "infusion end warning", the alarm which was recognized was the red pressure alarm. The patient received a serious injury and a CPR was started, the patient survived.